Event description:
This lead was implanted on (B)(6) 2003 and capped on (B)(6) 2011 due to impedances over 2500 ohms. The procedure took place at (B)(6) center with dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).